Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that she had not been able to use the insulin pump since the end of (B)(6) due to it resetting itself and shutting down. She also reported that she had been having low blood glucose events since last year and had been in an out of the hospital for foot surgery. She declined to troubleshoot for low blood glucose. She did not recall the blood glucose reading. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump functioned properly however, corroded battery tube noted during our visual inspection. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No blank display noted during our testing. Unable to complete download due to multiple a47 alarms were noted in the alarm history screen due to a corrupted history file. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.